Event description:
Account reports "12 or less" incidents of leakage occurring at the filter. Reporter stated one neonate had blood back up due to leakage occurring, resulting in a "deep line clogging off." No other pt compromise reported.